Event description:
It was reported that a malfunction occurred on the pump with malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and advised the customer to call back if the issue recurred. The customer understood and acknowledged the guidance.